Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and abductor weakness and detachment. Cobalt levels were elevated, and there was a large fluid cyst which contained brown staining of the tissues. The right leg was also found to be slightly short. Update oct 17, 2017: litigation record received. In addition to what was previously reported, litigation alleges corrosion and friction wear causing toxic cobalt-chromium metal debris, limited mobility, discomfort. Unknown stem has been added due to alleged toxic metal ions, added complainant information. This complaint was updated on oct 27, 2017.